Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the clinic with an average measured battery data of 2.88 v, 14 ua, 1 kohms. Previous measured data indicated that the device showed erroneous data as far back as february 2001.